Event description:
It was reported that the patient presented for leadless pacemaker implant. During the procedure, upon initial positioning, it was discovered that the leadless pacemaker helix had become stretched. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.